Event description:
Boston scientific crm received information that the right ventricular (rv) lead dislodged 12 days post implant. There was no asystole greater than two seconds noted. During the revision procedure, the decision was made to explant the rv lead and implant a new lead. A new lead was successfully implanted and no adverse patient effects were reported. The explanted rv lead was sent to the hospital pathology department. It is unknown at this time if the lead will be returned for analysis. New information was received that during the lead revision procedure eight months prior, the rv lead exhibited low sensing measurements and loss of capture, which is why the physician opted to explant the rv lead and implant a new lead.